Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having issues with the implant not working properly. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and rds/causalgia-complex regional pain syndrome.